Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic urological procedure on (B)(6) 2016 and implantable suture clips were used. During the procedure, the device could not clip a suture. Another device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Cartridge received with no apparent damage and empty. In addition, one of the open clips was manually loaded into a test device and closed over suture. The other clip was noted to be damaged and no testing was performed. It is possible that the damaged was due to an improper handling or loading of the clip. Reference ¿instructions for use¿ for complete loading instructions.